Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified renal artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced to dilate the lesion. However, the balloon ruptured. The device was completely removed and the procedure was completed with this device. No patient complications nor injury were reported.